Manufacturer narrative:
The date of death was unknown. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis. It was unknown if the patient was treated with antibiotics. On an unreported date, the patent passed away. The cause of death was reported as due to peritonitis. It was unknown if an autopsy was performed. It was reported pd therapy was not ongoing at the time of death. No additional information is available.